Manufacturer narrative:
D4: lot number: 550031609 or 550032580 device was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total laparoscopic hysterectomy on an unknown date, the koh cup became detached when removing the manipulator from the patient. The cup remained seated around the cervix as the rest of the assembled manipulator was removed. The provider was able to grasp the cup with another instrument and remove it easily, causing no harm to the patient. Device was discarded. No additional information could be provided. 1216677-2026-00048 kc-rumi-35 koh-efficient 2026-05-0000330